Event description:
A us distributor reported that a battery charger was experiencing resets.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was confirmed due to a bga failure on the c/a board. The root cause for the failure could not be positively identified. There was no adverse event that resulted from the damaged charger.